Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 3.00 x 38 synergy drug-eluting stent was advanced for treatment. However, during insertion of the device, the stent was noted to be distorted. The device was removed with the help of a balloon and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).